Event description:
Boston scientific crm received information that during the implant of this device no pacing was observed when the lead was inserted into the header. The setscrews were tightened and pacing was observed. Technical services discussed the manual setscrews need to be tightened before the device will pace. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device remains in service without additional complication. Should additional information become available, this event will be updated.